Event description:
A customer contacted beckman coulter inc. (Bec) to troubleshoot event log errors and bhcg (beta - human chorionic gonadotropin) qc results generated on the access 2 immunoassay system. It was determined that the instrument was sharing an on board bhcg reagent pack with another instrument. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The bec hotline assisted the customer in replacing the shared reagent pack with a new reagent pack. The customer performed qc within the laboratory's established ranges after loading the new reagent pack. Service was not dispatched for this event to date. Use error is the root cause for this event.